Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules in the lungs. The patient has alleged to seeing black filters in the device. The patient did report to receive medical intervention and had a MRI and mammogram. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules in the lungs, seeing black filters in the device that are related CPAP device's sound abatement foam. The patient did report to receive medical intervention and had a MRI and mammogram. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on blower box, blower, blower seal and bottom enclosure. Evidence of liquid ingress with an unknown white dust contaminant consistent with mineral deposits was observed on blower and blower box. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer cannot confirms the complaint of filter turning gray almost black and unable to address the patient's symptoms. Sections b7, d9, h2, h3, h4 and h6 has been updated in this report.